Manufacturer narrative:
D4; UDI corrected, h6: 2422 removed from clinical codes, 2993 added to medical device problem codes. Manufacturer¿s investigation conclusion: the report of a sudden decrease in pump flow was confirmed through review of the submitted log files; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gi bleeding could not be conclusively established. The controller event log file contained events from 31dec2023 through 20jan2024. A sudden decrease in pump flow resulting in a continuous low flow hazard alarm was observed on (B)(6) 2024. The low flow state persisted throughout the remainder of the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the events; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management" (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent in for review because the patient suddenly had a drop in flow to 0.0 that evening. The patient was asymptomatic and hemodynamically stable without inotrope support. They were not on 'ac' due to significant gastrointestinal bleed. They also declined blood transfusions. Log files captured a flow decrease to 1.0 lpm on (B)(6) 2024 at 19:09:15. This flow remained in an alarm state for the remainder of the log files. During that time, power also decreased and pulsatility index became less variable. The pump maintained the set speed so it appeared to be operating as intended. The trending in the pump parameters may be related to some type of obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.